Event description:
During a transcatheter aortic valve replacement (tavr), surgical staff attempted to deploy 2 perclose proglide¿ sutures (as is part of the normal surgical process). The first perclose proglide¿ suture-mediated closure system from a different box deployed normally, opening a second box of devices, four devices consecutively failed to deploy a suture needle. Surgical staff identified this box as a faulty box and isolated and removed them from circulation with the operating room and cath labs. Unsure of any harm caused to the patient, but it delayed closure of an arterial angiography sheath site. Clinical staff have begun the process to resolve and be refunded for the faulty equipment.